Event description:
The pt passed away. The cause of death is not known at this time. Further follow-up with the pt's treating neurologist revealed that the pt was found dead at home, an autopsy was not performed, and the pulse generator was not removed prior to burial. The neurologist also noted that the ncp system was not related to the pt's death. Diagnostic testing was performed approximately two months prior to the pt's death. Testing concluded that the ncp system was properly functioning at that time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.